Manufacturer narrative:
A field service engineer (fse) was dispatched and found air bubbles in the lyse line and replaced the waste line peri-pump tubing. As per product labeling, bci urges its customers to comply with (B)(4) standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the ac*t diff probe was leaking and both baths were overflowing in the coulter ac*t diff analyzer. The customer was wearing proper personal protective equipment (ppe). There was no death, injury, or change to patient treatment associated with this event. There was no exposure to open wounds or mucous membranes, and no one sought medical attention.